Event description:
It was reported that when using the bd pyxis¿ es server had a login failure issue and the users were unable to login into all stations and server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login into the stations and server. A technical support specialist (tss) noticed that the synchronization account identification (ID) was using the service account, but the carefusion service password had not been updated. The password was updated in the synchronization account ID on behalf of hospital information technology (hit), and verification with information technology (it), confirmed that users were able to log in. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.